Event description:
Reporter indicated that a patient underwent vns surgery, and the patient then experienced nerve damage, trouble with their voice, and partial paralysis of the face. Attempts to gather additional information from a medical professional have been unsuccessful to date.